Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, part of the seal came off of the device and fell into the patient. The problem occurred while the surgeon was introducing a small lap sponge through the trocar. The broken piece was able to be retrieved laparoscopically. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the universal seal damaged. One potential cause for the damage found may be the snagging of an instrument during insertion. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.